Event description:
This event was reported as valve explanted and one part of the leaflet had broken apart and valve fragment could not be recovered. Extensive fibrous overgrowth also noted at explant. No further information was provided.